Manufacturer narrative:
Taxus express2 paclitaxel-eluting coronary stent system. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure that the patient returned with hypotension and septic shock. The index procedure treated the 80% stenosed 5.0x5mm target lesion located in the proximal left internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. Following post dilation with an unspecified device the residual stenosis was 0%. One day post procedure, the patient was discharged with a stroke value of 1 for facial palsy. The patient was hospitalized 327 days following the index procedure experiencing hypotension and shock and treated with a cardizem drip. The event was considered resolved without residual effects. Per the physician, the relation of the device to the event was listed as "unrelated".